Event description:
On march 27, an amazon customer commented that the product was false negative. The customer think the product didn't work because he/she received expired product. The result was negative with this product but the customer tested positive with binax product. Since he/she had 3 boxes of expired kits so he/she ran them side by side with the binax. Binax positive but expired product tested negative! Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.